Event description:
The icp probe was placed on (B)(6) 2016 and functioned as expected until (B)(6), when it started displaying incorrect icp values. Pressures up to 100mmhg were displayed without amplitude. The condition of the patient remained as before.